Event description:
Routine complaint investigations when a consumer reported receivign imprecise sequential reading within a five munute time frame on the precesion xtra blood glucose meter. The results when plotted on a parkes error grid fall int the "c" zone which is considered clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.